Event description:
Boston scientific received information that the patient presented to the clinic with a complaint that her device was emitting tones. Upon interrogation it was noted that the device reached elective replacement indicator (eri) due to an extended charge time that was outside of the extended charge time limit for this device. No adverse patient effects were reported. The device currently remains in service.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.

Event description:
Additional information was received that the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If additional information should become available to our company, this event would be updated.